Event description:
It was reported that the morning after the implant procedure, low sensing measurements and loss of capture were noted from this right ventricular (rv) lead. The lead was noted to have dislodged from the implant location, and the physician elected to surgically reposition the lead to resolve the event. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.